Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor. The distributor evaluation confirmed the reported problem (service code 204). Upon distributor evaluation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing the reported service code 204. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).